Manufacturer narrative:
Medwatch sent to FDA on: 10/07/2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "palpable and firm" product that has "tracked back into the under eye area" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling. Undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Indurations or nodules at the infection area. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported after injection to the left hand side of the "upper cheek" with unspecified juvederm voluma, the pt developed "palpable and firm" product that has "tracked back into the under eye area". The pt was treated with "antihistamine treatment".